Event description:
The patient was implanted with a synchromed pump and catheter for intrathecal infusion of pain medication for non-malignant pain. The pump and catheter were explanted due to rotor stall and another synchromed pump and catheter were implanted. The explanted device was returned to the manufacturer for analysis. The namufacturer has not been notified with any patient adverse events with the new device.